Manufacturer narrative:
The device was received for evaluation. During functional testing, failed multiple downstream occlusion testing was not reproduced. Device was sent for downstream occlusion test for high, low and medium settings with passing results. A review of event history log revealed multiple downstream occlusion messages. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was not determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion with values of 23.2, 19.7, 24.9, 25.5, 26.0, 19.7 in the biomed service department. There was no patient involvement. No additional information is available.